Event description:
It was reported the guidewire had resistance while being introduced. The guidewire was bent at a 70 degree angle after removal. The second attempt the surgeon felt resistance but was successful after changing direction.